Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a shoulder procedure on (B)(6) 2022. Subsequently, the patient was revised on (B)(6) 2022 due to disassociation of the glenosphere and baseplate. Attempts have been made and no additional information is available at this time.

Event description:
Upon receipt of additional information, it was confirmed that the patient fell causing the disassociation. It has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The following sections were updated: b4, b5, g3, g6, h1, h2, h10 upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.